Event description:
During priming of routine change of prismaflex tubing there was a "pinch valve" malfunction alarm. The help screens for that alarm did not give any real troubleshooting directions. The 800 number was called for company assistance. Unloading and reloading with a lot of other steps were involved. We finally did get the circuit primed. We basically had to start over with threading and priming. Three staff members spent several hours troubleshooting. There was an extended period of time that the patient was off machine during new circuit prime. The patient had fluid bolus and we were unable to make up for the fluid given while the circuit was off.

Event description:
During priming of routine change of prismaflex tubing there was a "pinch valve" malfunction alarm. The help screens for that alarm did not give any real troubleshooting directions. The 800 number was called for company assistance. Unloading and reloading with a lot of other steps were involved. We finally did get the circuit primed. We basically had to start over with threading and priming. Three staff members spent several hours troubleshooting. There was an extended period of time that the patient was off machine during new circuit prime. The patient had fluid bolus and we were unable to make up for the fluid given while the circuit was off.